Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: visual and microscopic examination showed there was contrast in the inflation lumen. The last four distal rows of stent struts were stretched and flared. The tip was damaged. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, there were difficulties crossing the lesion. The severely calcified lesion was located in the circumflex artery. The ion mr us 12mm x 3.00mm stent was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as stable. Device analysis revealed stent damage.